Event description:
Boston scientific crm received information from the patient that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri). The patient did not think the device lasted as long as expected. There were no allegations reported from the local area sales representative of physician regarding the device's longevity. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Manufacturer narrative:
Approximately five months later the device was explanted and successfully replaced. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.